Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was abnormal white additive form in an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary - bd received one (1) photo for investigation. After review and analysis of the customer photo, the two tubes depicted were unable to confirm the customer-reported defect. Additionally, 30 retained samples underwent a visual inspection, and none of these samples exhibited the customer-reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. Based on a review of batch records, no root cause from manufacturing was identified as a contributor to the customer reported defect of additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was abnormal white additive form in an unspecified number of devices. There were no health consequences or impacts reported.